Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. High atrial threshold on (B)(6) 2015. (B)(4).

Event description:
It was reported that during the initial implant procedure the physician had difficulty fixating the right atrial (ra) lead. The lead was ultimately implanted. An alarm went off four days later for high impedance on the ra lead. Soon after the ra lead also had failure to pace. The lead was re-positioned and during the procedure the patient had atrial flutter. The lead remains in use. No further patient complications have been reported as a result of this event.